Event description:
At the time of admission pt was place on a vent which apparently was auto cycling and not working appropriately. Pt was taken off the vent immediately and bagged with 100% o2 for few minutes until another vent was delivered to her. Pt was placed on the other vent and issue was resolved. Pt did not have any adverse effects or change of condition during this event. First vent was taken out of service and will go through necessary procedure to be checked.